Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator's touchscreen is freezing up and the customer to be unable to make any changes. The ventilator was not on a patient at the time of the reported issue.

Manufacturer narrative:
Results of investigation: the (B)(4) front panel assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed on the component and it was noted that there was debris on the edges of the lcd (liquid crystal display). The unit was powered on and it was red and dim. The unit was on for a few minutes and it went completely blank. The reported issues was duplicated and the identified root cause was a dissipating florescent light bulb.